Manufacturer narrative:
Date of report: 20jun2019. Date received by manufacturer: 18jun2019. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Further evaluation concluded that ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4). The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the touchscreen and user interface board.

Event description:
It was reported by the international customer that the ventilator touchscreen was not sensitive. There was no patient involvement. The event date was not specified; estimate used.